Event description:
It was reported that the devices were used during an unk procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.

Manufacturer narrative:
Added add'l info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tech are listed below. Visual inspections & results: clip in jaws, ab-yes; damaged jaws, a-yes b-no; damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, ab-no. Functional tests & results: antibackup functional, and firing: feed conform, ab-yes; firing: form conform, a-no b-yes; jaws: hold clip, ab-yes; jaws: inside width at tips, a-.177 b-.180; lockout functional, ab-yes; and number of clips fed and formed, b-10. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly on one of the returned instruments. No conclusion could be reached as to how the damaged to the jaws occurred. It should be noted, if the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. The second instrument fired and formed the remaining clips as designed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.